Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's partner reported that the patient removed the device due to an infection under the front therapy electrode. The patient was reported to be in a rehab clinic. The final medical outcome of the infection is unknown. There was no alleged device malfunction.